Manufacturer narrative:
Promus element plus, mr, ous 2.25 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged the entire length. The stent appeared to be sellotaped or covered with sticky plastic to keep it on the sds, when the analyst removed the plastic during device examination, the stent struts got stretched. The maximum crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Device is combination product.

Event description:
Reportable based on investigation completed on 31-jan-2019. It was reported that crossing difficulties occurred. Vascular access was obtain via the radial artery. The target lesion was located in the left anterior descending artery. A 2.25x20mm promus element stent was advanced. But could not cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage.